Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated phosphate and sodium results generated on an alinity c processing module for multiple patients. Additionally, the r1 probe was bent. The following examples were provided. Phosphate: sid (B)(6); initial result =8.17 mmol/l & repeat results= 1.50 mmol/l, sid (B)(6); initial result =7.75 mmol/l & repeat results =0.92 mmol/l, sid (B)(6); initial result =3.45 mmol/l & repeat result =1.63 mmol/l, sid (B)(6); initial result = >8.17 mmol/l & repeat results =0.91 mmol/l sodium. Sid (B)(6); initial result =192 mmol/l & repeat results =141 mmol/l, sid (B)(6); initial result =173 mmol/l & repeat results =143 mmol/l. There was no impact to patient management.